Event description:
During treatment with a diamondback 360 coronary orbital atherectomy device (oad), the oad was advanced distal to the lesion in the right coronary artery and advanced proximally when the oad driveshaft fractured. An unsuccessful attempt was made to retrieve the oad fragment using a guide extension. The viperwire advance guide wire then migrated proximally, and entrapped the oad fragment. The guide wire was removed, including the driveshaft fragment. The lesion had been reduced and the procedure was completed with stent placement.

Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Manufacturer narrative:
The diamondback 360 coronary orbital atherectomy device (oad) and viperwire guide wire were returned to csi for analysis. Visual examination confirmed the reported driveshaft fracture at the proximal side of the crown. The guidewire was returned engaged in the fractured driveshaft section. Scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. Driveshaft flexing can result in fatigue failure. The exact root cause of the fracture is undetermined. It should be noted that the diamondback 360 coronary orbital atherectomy system instructions for use manual warns, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The IFU also states, "performing treatment in excessively tortuous or angulated vessels or bifurcations may result in vessel damage or device failure requiring retrieval." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).